Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "novel right ventricular function parameters can identify short-term non-responders to transcatheter edge-to-edge repair for mitral regurgitation" was reviewed. The article presented a retrospective single center study, to evaluate the prognostic value of advanced right ventricular (rv) function parameters in predicting mace following pmvr using the mitraclip system. Devices mentioned include mitraclip. The article concluded that in patients undergoing pmvr using mitraclip, tapse normalized to pulmonary artery pressure or rv area were strong and independent predictors of outcome at one-year follow-up. This suggests the potential role of these parameters combining rv longitudinal function with rv afterload and remodelling in pre-procedural risk stratification. [The primary author and corresponding author was martin penicka at cardiovascular center aalst institution with corresponding email martin.penicka@olvz-aalst.be].  The time frame of the study was not provided. A total of 60 patients were included in this study, of which 60 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, dyslipidemia, diabetes, atrial fibrillation. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, stroke, prolonged hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, atrial fibrillation. Complications reported included death, heart failure, stroke, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.